Event description:
Initial information received from baxter another country on nov 8th, 2006 stated that the patient reportedly experienced an over-infusion of narcotic through the ipump device and had to receive narcan. The incident date is on or around four or five days earlier. The following information was received from the pain nurse at the user facility: "opioid used, dosing information of opioid and narcan: 100mg of morphine over 40 hours, narcan 0.1 mg IV at the forty hour mark. The pump was switched initially then discontinued as the therapy changed to a neuropathic pain focus. Patient outcome: patient pain improving with gabapentin."

Manufacturer narrative:
Baxter another country received information from the facility that stated that the incident was not related to the baxter I-pump and that the over-infusion was caused by a nursing error. This pump had received the evergreen software. Baxter was informed that the customer does not desire to return the pump because they believe that the pump was not an attributing factor to the reported incident.